Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: a1: (B)(6). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Study ID: (B)(6). Subject ID: (B)(4). Clinical adverse event received for screw breakage. Device and procedure (relatedness): device related: causal relationship. Procedure related: causal relationship. Date of event: no information provided. Date of implant: (B)(6) 2024. Date of revision: (B)(6) 2024. Device location: left femur. Treatment/impact: revision - screw removal; outcome: recovered/resolving. Depuy synthes products used: catalog number: 04.233.224s. Lot number: 8481p53. Component type: nail. Description: retrograde femoral nail advanced: 12mm: length 240mm. Catalog number: no information provided. Lot number: no information provided. Component type: screws. Description: unknown locking screws. Catalog number: no information provided. Lot number: no information provided. Component type: plate. Description: unknown plate.

Event description:
Additional information received: treatment/impact: surgical intervention at the fracture site on (B)(6) 2024 for revision, involving adjustment, modification, removal or replacement of any registry nail system components and reoperation involving adjunctive implants, e.g. Non-registry component such as plate, blocking screw or cable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b3, b5. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.